Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer noticed infusion set leaks. Customer's blood glucose level was 451 mg/dl. The customer noticed leaking around the infusion set adhesive. Her blood glucose level was high because she was not receiving insulin. She treated her high blood glucose levels with boluses. The device was not returned.